Event description:
A malfunction was reported. There was no reported impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump.